Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. The visual inspection of the returned product noted; the obturator, dissector balloon, trocar balloon, lock collar and valve seal appeared intact. The insufflation bulb was received. The inflation syringe was not received. Pmv performed functional testing; the dissector and trocar balloons were inflated no leaks were detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic hernia procedure, two device balloons did not inflate and the hand instrument had an unknown failure. They opened a new device to complete the case and resolve the issue. There was no injury caused to the patient and no medical intervention was required.